Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a cartridge alarm (cartridge alarm 1) occurred during the bolus delivery. Customer's blood glucose level was 143 mg/dl. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.